Manufacturer narrative:
According to the customer, on 3/27/24 when removing the syringe from the sample port by twisting the syringe off, "the whole piece came off". The customer reported when a new catheter was required to be inserted as a result of the reported incident. The customer reported there has been no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 when removing the syringe from the sample port by twisting the syringe off, "the whole piece came off".